Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap nephrectomy - "mr (B)(6) inserted this first port with a little bit pressure because its non -bladed in a twisted motion. When the camera was inserted the surgeon noticed that the plastic tip of the obturator was broken. He was able to retrieve the bit that was broken and none was left inside the patient." Patient status - n/a.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the returned obturator was fractured at the tip and all pieces of the obturator's fractured tip were accounted for. Engineering measured the wall thickness of the obturator's tip and it was found to be within the required specifications. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause of this event could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to manufacturing. Applied medical is researching process enhancements intended to minimize the potential for this type of incident to occur. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Additional information was requested from the customer and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.